Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 6 days after sensor insertion into the leg. On (B)(6) 2024, while at work, the patient¿s cgm was reading 50 mg/dl, and the bg meter was reading 253 mg/dl. The patient was wearing an omnipod insulin pump. No patient symptoms were reported. There was no documentation of treatment or medical intervention. On (B)(6) 2024, using the same sensor as the 11/30/2024 event, the patient was incoherent, had a seizure and was unresponsive. The patient¿s parent called 911. Once emergency medical service (ems) arrived, the patient¿s cgm was reading in the ¿mid 70s mg/dl¿ and the bg meter was reading 49 mg/dl. The patient was then transported to the emergency room (ER). There was no documentation of treatment provided to the patient by ems. It was reported that the patient¿s bg meter readings were continually being monitored and were ¿not coinciding¿ with the cgm. The patient was discharged home after approximately 3 hours. At home, the patient consumed carbohydrates (no specifics provided). The patient was ¿okay¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2024. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2024. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.